Event description:
Pain [knee pain]; inflammation/severe swelling [joint swelling] ([joint effusion]). Case narrative: based on additional information received on (B)(6) 2018, product name has been updated to synvisc from synvisc one. This case is linked to case (B)(6) . (Cluster case) initial information received from (B)(6) on (B)(6) 2018 regarding an unsolicited valid serious case received from a nurse. This case involves an adult female patient who experienced pain and inflammation/severe swelling 4 hours after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of synvisc dosage unknown (lot - 7rsp006b) via intra-articular route for osteoarthritis via ultrasound guided supra-patellar bursa technique. On the same date, after four hours, she experienced severe pain and bad inflammation for which she was hospitalized. Further, the patient underwent punction with drainage bilat knees for the severe swelling. As a corrective for the events, patient received celebrex and kenalog. Corrective treatment: celebrex and kenalog for both events outcome: non-recovered/not resolved for both the events. Seriousness criteria: hospitalized and required intervention for both the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2018 for product. Batch number; 7rsp006 the reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: (B)(6) 2018 the production and quality control documentation for lot 7rsp006 expiration date 30-apr-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsp006 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 05-nov-2018 there were 3 complaints on file for lot 7rsp006 and all related sub-lots. There were 2 complaints on file for lot 7rsp006c: (1) barrel breakage and (1) detached needle hub. 1 complaint was on file for lot 7rsp006b (1) adverse event report. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 02-nov-2018 from non-healthcare professional. Product name updated to synvisc from synvisc one. Clinical course updated, and text amended accordingly. Additional information was received on 05-nov-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information received on (B)(6) 2018 from healthcare professional. Suspect product indication added. Verbatim updated from inflammation to inflammation/severe swelling along with hospitalization details. Event of punction with drainage bilat knees added as symptom of inflammation/severe swelling. Outcome updated to not recovered along with seriousness criterion of required intervention. Corrective treatment of celebrex and kenalog added. Clinical course updated. Text amended accordingly. Follow up information received on (B)(6) 2018 from nurse. No new information was received.